Event description:
It was reported, episodes of post paced t wave oversensing were observed on the device. Technical support was contacted and additionally, noise resulting in oversensing was observed on the right atrial (ra) lead. Lead damage was suspected. Technical support recommended reprogramming to resolve the event. Reprogramming was performed as recommended. The patient was stable.